Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was oversensing on the atrial and ventricular channel. The patient is pacemaker dependent. The sensing anomaly could not be reproduced. A chest x-ray showed the lead had not moved. The pocket was re-opened and the lead was repositioned.